Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report.(B)(4). The customer reported the suspect component is available for analysis and an return good authorization (rga) has been issued. At this time, carefusion has not received the suspect component for evaluation.

Event description:
The customer reported while using the vela ventilator; turbine failure, the unit is inoperable. The customer reporter vent inoperable (inop). The customer reported no patient involvement is associated with the event.